Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated as such, but the error logs showed record of the events. Replaced the filament driver board suspected to cause the fast stop mode failure and replaced the image processor board suspected of causing the image issues. Performed filament calibration. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that during a procedure, the system 9800 superimposed images, would not save images, and went to a fast stop mode without command. Pt information reported has been recorded above. Poor image quality reported as only adverse pt involvement.